Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The 89-4505 fenestrated artic grasper device was not received for evaluation. Although requested, at this time the device has not been returned and no additional information was received from the customer. A photo was not provided. The customer also did not communicate a correct lot number (date code) for the device; therefore, the DHR review could not be performed. Without the device to confirm and evaluate the reported failure, bd is unable to determine the root cause. If the device becomes available the complaint will be re-opened and a more thorough investigation will be performed. Bd will continue to trend and monitor this reported issue and for this product family.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
Medwatch report (B)(4) states: during laparoscopic ulcer surgery, the ugly stick got jammed during the procedure and could not be removed. Tension wire had to be cut to remove the instrument. On 22jun2017 additional information from customer reported: the product number is #89-4505. On (B)(6) 2017 the customer reported there was no patient injury, all of the instruments were retrieved. The procedure proceeded and finished without incident. The patient's status was stable, no issues due to malfunction of instrument. Although asked, after multiple attempts, nothing further was answered.